Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed that the defib conductor was distorted and there was blood in the helix mechanism.

Event description:
It was reported that after two fixations the lead presented an abnormal electrical signal on analyzer. After several positioning attempts helix mechanism problems occurred during manipulation. There was a lot of tissue in the part around helix mechanism before cleaning electrode for sending to medtronic (B) (4). After cleaning mechanism was working however, the lead was not implanted. No patient complications have been reported as a result of this event.